Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A round potion of the activation knob had cracked and begun to separate from the bottom of the device. Powder was present inside the nozzle of the device. The catheter did not appear to contain any powder. The device was not tested as returned due to the broken activation knob. The co2 cartridge did not discharge upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device did not spray. For further evaluation, the device was disassembled and the tubes were disconnected for removal of the powder. Hard clumps of powder were observed in the tube between the powder chamber and on/off valve. The powder chamber cannula and back tube contained loose powder. A visual of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. However, the report indicates that the device was tested prior to use, which is the most likely cause of this occurrence. The IFU states, "do not test device prior to insertion of the endoscope accessory channel as this may increase risk of catheter occlusion." The activation knob was found to be broken upon receipt of the device, however this is not believed to be the cause of the report of unable to spray. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was pre-tested prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray was activated, one time pre-tested with power and powder. After pre-testing, when in the position through the endoscope channel, the pistol [handle] was out of order, no power with the carbon dioxide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Protocol #: den170015. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray was activated, one time pre-tested with power and powder. After pre-testing, when in the position through the endoscope channel, the pistol [handle] was out of order, no power with the carbon dioxide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.